Event description:
Healthcare professional reported a xen®45 gts "slider resistance, did not go up from 2/3 point," during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider resistance, did not go up from 2/3 point," during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob, which meets the expected result. Blocked slider is not verified since during the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob.